Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-1204as-105 flip-cutter ii broke during a case. All was retrieved.

Manufacturer narrative:
The complaint is confirmed. (1) unpackaged ar-1204as-105 was received for evaluation. Visual inspection revealed the 10.5 mm cutter tip, component c2363-10, and the cutter tip pin, component c2364-01 are missing. The distal portion of the actuator tube, component c2363-02, was broken off, and the two protruding features of the distal end of the shaft, component c2361-02, have been twisted and broken. Remnants of tissue were present in the sample. Without additional information, the cause remains undetermined. A probable cause could be attributed to impact with another device or hard bone during the procedure.